Event description:
Healthcare professional reported unknown side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. Further investigation results: review of DHR for work order 3401145 did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All tissue expander implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from sap was verified and one device was scrapped during the assembly process (ss) which is not related to the reported event. In addition, DHR for shell runs numbers (B)(4) and (B)(4)did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. In addition, the material test records for the insert components were verified per the corresponding procedure, visual and physical inspection were performed, and all components were noted conformant during the testing. Review of work order 3401145 and the event "opening on reinforce to shell bond area" did not identify any ncs or ers associated with this information. Device evaluation: visual analysis of the returned device identified: yellow particles in the surface of the shell and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the anterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on anterior side assessed as to an unidentified (tear) opening further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.